Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several keyboard keys ("p, k, m, j, 9") were not responding. A field service engineer (fse) replaced the keyboard, and post-replacement testing confirmed normal functionality. The customer validated that the keyboard was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several keyboard keys ("p, k, m, j, 9") were not responding, which significantly impacted workflow as users with these characters in the usernames or passwords were unable to log in, and medications with corresponding letters in names could not be accessed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.